Event description:
At the beginning of august 2005, the loudness from the implant was altered by movement of the pt's jaw. A buzzing/rattling noise was heard when the pt's head inclined right. Testing shows that the reference electrode is broken. The pt has just decided upon re-implantation.